Event description:
It was reported the all three leads dislodged. The patient felt the device "flip" in their chest and experienced diaphragmatic stimulation afterwards. The patient proceeded to the ER where a chest x-ray showed gross lead dislodgements of all three leads. The physician felt that the can flipped over in the patient's pocket and resulted in the leads dislodging. The left ventricular lead was explanted and replaced. The right ventricular and right atrial leads were repositioned and remain in use. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. Blood/body fluid was observed on the distal conductor (not obstructed). No anomalies were found.